Event description:
It was reported that the patient has been feeling a modest degree of diaphragmatic stimulation from the left ventricular lead. Reprogramming was done which resulted in some improvement. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.